Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) year old male patient in cardiac arrest, the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included defib cycling, bench handling, and stress testing without duplicating the malfunction. The multifunction cable connector was replaced as a precaution. Review of the device activity logs did not show any evidence to support the customer's report that a "change cable" message was displayed. Further review of the device activity logs did indicate that several "check pads" messages did display. However, according to the operator's guide, this is not an indication of device malfunction but an indication of poor coupling between the electrode pads and the patient.. The device was recertified and returned to the customer. It's important to mention that the pads and cables used during the time of the event were not returned for evaluation as part of the investigation. Analysis of reports of this type has not identified an increase in trend.